Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an irritation that¿s pink with round spots. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.